Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unit p-cap, test reservoir locks in place properly. Unable to verify battery power loss due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. The customer stated they did receive low battery alert prior to the replace battery alert. Customer stated that this was the second occurrence of replace battery alert in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.